Event description:
It was reported that the atrial lead had high impedance and frequent atrial episodes. The verified episodes indicated that they might be triggered by a fracture. Noise was not reproduced while having the patient swing his arms around, pocket manipulation test, but oversensing of the myogenic potential was confirmed while pressing hands together. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Weekly impedance trend shows atrial lead impedance spiked from a baseline of approximately 600 ohms to greater than 9999 ohms week of 2014-jul-11 and remained out of range/undefined.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076-58 lead 2008-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.